Manufacturer narrative:
Previous infection was reported under MFR# 2916596-2020-05353. The investigation results will be provided in final report.

Event description:
It was reported that driveline was resisted again on (B)(6) 2019, the velour was exposed and excised from the driveline, and it was sent to microbiology. It was positive for enterococcus faecalis, candida parapsilosis complex grown from the velour and inflamed tissue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.